Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The analysis was performed by asahi intecc.: the device was returned for analysis. Lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. Based on the outcomes of the investigation, it is inferred that continuous rotation to clockwise direction was made to the guidewire while free movement of the distal section was restricted due to the heavy tortuous and heavy calcified target lesion, resulting in loosening of the coil, unraveling and breakage of the coil wire, making the gap between the separated coils. Additionally, the warning section of the instructions for use states: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing the guidewire inside the blood vessel, do no torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations(720 degree) in the same direction" and separation or breakage of guidewire" as one of possible complications and adverse events. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting. (B)(4).

Event description:
It was reported that the procedure was to treat a lesion with heavy tortuosity and heavy calcification in the left anterior descending artery (lad). A confianza pro guide wire was advanced without resistance through the left internal mammary artery toward the target lesion in the lad due to bypass surgery. It was noted on fluoro that the distal portion of the guide wire separated. The guide wire was withdrawn without resistance from the patient anatomy. Upon removal it was noted that the coils were stretched but the core remained intact. A new same size confianza pro guide wire was used to continue the procedure. There was no adverse impact to the patient. There was no clinically significant delay in the procedure. No additional information was provided. Qat analysis of the returned device identified separated coils.

Manufacturer narrative:
(B)(4). The device is manufactured by (B)(4). Registration number: (B)(4). Abbott vascular distributes the device and is responsible for MDR reporting.